Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the patient's parkinson's symptoms have been acting up since (B)(6) 2016-. It was stated that they have not been participating in therapy because of the parkinson's symptoms, and that the patient is having difficulty speak ing/communicating. As a result of the parkinson's symptoms the patient was admitted to the hospital about 4 weeks prior to date notified and transferred to a care facility from the hospital on (B)(6) 2016. It was furtow the patient had the device implanted until " quite recently" when the patient told them. It is unknown what caused her inquired how to use the patient programmer (pp) and implantable neurostimulator recharger (insr). Follow up information received from the hcp confirmed that the patient has always had speech difficulty, and that they did not know what caused the change in parkinson's symptoms. When asked if the patient was in the hospital due to the device they confirmed "no" but they "had other issues going on." The patient's indication for implant is parkinson's dual and movement disorders.